Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07282. It was reported the patient experienced a lot of pain following the trial procedure due to a hematoma. As a result, the patient's leads were removed and the patient underwent an emergency surgery to decompress the thoracic area of his spine on (B)(6) 2015. Follow-up revealed the surgery appeared to go well, but the patient later had pulmonary complications and passed away on (B)(6) 2015.